Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she has had decreased quality of near vision with increasing blurriness caused by changes in lighting conditions. She sought a second opinion who found no fault with the surgery and could find no reasons for her issues, other than inability to adapt to the lenses. The consumer stated she is discussing possible lens exchanges with her current surgeon. No contact information was provided by the consumer; therefore, follow-up could not be conducted.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. No contact information was provided by the consumer; therefore, follow-up could not be conducted. (B)(4).